Event description:
Unable to pass cryo ablator balloon through cryo sheath. Rf ablation performed. No harm to patient harm. Operative note: transseptal catheterization was completed with intracardiac echo and fluoroscopic guidance, and a guidewire was advanced into the left superior pulmonary vein; and initially I used a flex sheath, but I encountered issues with the sheath functionality and did not further complete cryoablation. Stat radiofrequency ablation (raf) was performed. Raf was performed by introduction of a 3.5 mm irrigated tip stsf catheter manufactured by biosense webster.